Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was evaluated due to the reported event of an atypical alarm occurring shortly after a power source exchange on (B)(6) 2023. The provided log file was reviewed, and no atypical events were observed on 11may2023. One atypical alarm that occurred shortly after a power source exchange was observed on 13may2023. The system controller (serial number (B)(6)) was not returned for analysis and remains in use. No further atypical events regarding the system controller were reported nor observed. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic and described that on (B)(6) 2023 they noted 5 solid beeps from their controller while transitioning from the mobile power unit (mpu) to batteries. The patient was on battery power on both cables for under a minute when they heard the beeping. Log files had no unusual events from (B)(6) 2023. Log files revealed one atypical power cable disconnect alarm on (B)(6) 2023 that occurred about 1 minute after the patient performed a power source exchange from the mpu to fully charged batteries. The alarm resolved within the next recorded event. It was suggested that the battery clips be exchanged as they were 4 years old.